Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, it was noted that the pacemaker was in backup mode. The device was not reset due to suspected low battery status. The pacemaker was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The reported event of device in back up mode was confirmed. The device was received in back up mode with battery voltage having reached end of life in line with projected longevity. Review of device image indicated that there was self-corrected code corruption. The battery was replaced, and product code was downloaded normally, the battery was lowered to elective replacement indicator (eri) level and fluctuation test results indicated that back up mode was triggered by low battery fluctuation. A longevity calculation was performed and found the device exceeded the projected longevity and it is considered as normal battery depletion.